Manufacturer narrative:
UDI(di): (B)(4). No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a checksum error. The device was tested on the bench and no anomaly was found. The cause of the checksum error could not be determined.

Event description:
It was reported that when a non-dependent patient presented in clinic, device was found in backup vvi mode. Clinician was unable to interrogate the device. Device longevity estimate was 1.4 years over two years ago. It was noted that the hardware eri was reached. Device was explanted and replaced. Patient remained stable throughout the procedure and no complications were reported. Patient was discharged on same day and remote monitoring was set-up.